Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with a sensor glucose reading of 48 mg/dl at the time of the incident. The customer was at 300 to 256 mg/dl at the time of the call. The customer used food and milk, and was given glucose gel to treat. The customer experienced symptoms such as dizziness. The customer was wearing the insulin pump during the incident. The customer made adjustments to their pump settings to bring down the basal rates, and does not feel the low was pump related. Troubleshooting was not completed as the customer was currently off the pump due to lack of insulin. The customer was using a competitor's sensor. The customer went high after the low as they were out of insulin for the pump. The insulin pump will not be returned for analysis.